Event description:
According to consumer, the unit caught on fire; however was not in use at the time of the event. It was plugged in, presumably to charge the unit. The single power line of the machine identified was not original to the machine.